Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery required replacement every two to three weeks. Batteries from different packages were used, however the issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:a review of the pump black box data indicated two low battery warnings associated with the same battery, as well as evidence of excessive battery usage. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the display screen appeared dim and discolored. Additionally, the u-groove on the pump casing was damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.